Event description:
(B)(4) study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented with old myocardial infarction and index procedure was performed. The 10.0mm x 2.25mm, eccentric, type b1, 90% stenosed target lesion contained in a < 45 degree bend with timi 3 flow was located in a mildly calcified, non-tortuous distal left anterior descending (lad) artery. The physician treated the lesion with placement of a 2.25x12mm promus element¿ plus drug eluting stent at 16 atmospheres. The patient was discharged the following day. In (B)(6) 2014, during a follow-up visit, coronary restenosis was noted at the distal lad. The 75% stenosed target lesion with a vessel diameter of 2.2mm and timi flow 3 was treated with percutaneous coronary intervention (pci). In addition, coronary stenosis was also found in the distal right coronary artery (rca) and was treated with placement of a 3.0x26mm non bsc stent at 14 atmospheres. One day post procedure, the patient's status improved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).